Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.

Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 205 mg/dl and 79 mg/dl on (B)(6) 2016; 335 mg/dl and 115 mg/dl on (B)(6) 2016; 289 mg/dl and 105 mg/dl on a date unknown, and 399 mg/dl and 98 mg/dl also on a date unknown. It is unknown which lot number of strips gave which result. No adverse event reported. Requested return of the alleged device for evaluation and replacement was sent. .